Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with pfna blade and nail on an unknown date. Reportedly the pfna blade advanced into the patients joint. No further information was provided. This report is for an unknown nail. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.